Manufacturer narrative:
Additional, changed, and/or corrected data: a.4, b.5, b.6, d.6b, g.2, h.6.

Event description:
Additionally, healthcare professional reported "silicone bleeding, seroma" and "isolated calcifications". The device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported capsular contracture (baker grade unknown) as well as bulging of the breast. The device remains implanted. Right side.